Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex (saf) sheath into the patient's left femoral artery and the iab was inserted. The pump alarmed "check for kink" and the iab was not inflating. The md tried twice to inflate the iab manually, without success. As a result, the iab and sheath were removed as one unit and a 40cc lws iab was inserted without incident. The iab therapy commenced without "a problem."